Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bulge in the pumping segment while lactated ringers infusing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause could not be determined.